Event description:
It was reported that the patient underwent a sling procedure in 2003. The patient required post-surgery catheterization due to urinary retention. A retension revision was performed in 2003 the release the tape. The patient's post-void residual has stopped and there is no incontinence.